Event description:
A research paper mentioned patients who had implantable collamer lenses implanted who developed postoperative complications such as inappropriate rotation of intraocular lens requiring a secondary surgery.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).